Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 500 mg/dl and low blood glucose of 25 mg/dl and diabetic ketoacidosis. Troubleshooting found that the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a medically supervised back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.